Event description:
It was reported that the patient felt a surging sensation (stronger stimulation) in the neck and shoulder area when pressure/manipulation was applied at the battery site. The patient normally had very good stimulation coverage in that area. The patient was admitted to the hospital with fever and headache, and the stimulation issue was discovered following the admittance. The surgeon stated that the incision looked like it was healing normally, and did not think the fever/headaches were device related, but had not ruled it out yet. The surgeon had turned stimulation off and applied pressure, but there was no response (surge) when the device was off. Follow up indicated that the patient was receiving effective therapy and had sufficient stimulation in the shoulder and arms. Additional information was requested about the outcome and any intervention. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2015, product type: extension; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 3550-39, lot# n377892, implanted: (B)(6) 2015, product type: accessory; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).